Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via transmission. Upon review, the patient's right ventricular lead exhibited decreasing but in range impedance. All other electrical values were stable. The possibility of physiological factors attributing to the trend were discussed. On (B)(6) 2018 the patient presented via remote transmission. Upon review, the patient's lead exhibited lead noise. The patient reported experiencing dizziness during the noise episodes. The patient was brought into clinic and it was noted that the patient's lead exhibited out of range impedance. The patient's lead was capped and replaced on (B)(6) 2019. During the procedure, the patient's right atrial lead was also capped during the procedure due to increased capture thresholds. The patient was stable.